Event description:
In 2009, the lay user/pt's sister contacted lifescan (lfs) alleging that the pt's onetouch ultra meter was reverting to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The pt's sister reported that the alleged issue began on the morning of the same day, after the subject meter's battery had been replaced. As a result of the issue, the reporter claimed the pt was unable to test her blood glucose. Two hours after the issue began, the reporter stated that the pt became shaky and immediately treated self with food and/or drink. At the time of troubleshooting, the cca noted that the issue was resolved with training. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.